Event description:
It was reported that during a ptca/stent procedure, the zeta stent was being used to treat a pre-dilated lesion in the distal lad. The stent was deployed at 12 to 13 atm, at which time a perforation was noted. The stent delivery system (sds) was removed and the pt was given protamine. The zeta sds was advanced again and the balloon was inflated to successfully seal the perforation. The pt was reported to be in stable condition.